Event description:
It was reported that the ventricular connector was cracked. The external pulse generator (epg) was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the ventricular connector was cracked. It was also noted that the lens was cracked, two screws were missing, the ring attachment was bent and the battery contacts were visibly contaminated. (B)(4).